Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The cause was determined to be false empty detect and use error, as the initial drain alarm setting had been inappropriately programmed. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:12:16. During night drain cycle one, the patient's ultrafiltration reading was 2107ml, indicating the home patient (hp) drained 2107ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.